Manufacturer narrative:
The device was discarded at the hospital therefore it is not available for evaluation. Evaluation method: no testing methods performed. Results: no results available since no evaluation perform. Conclusion: device not returned.

Event description:
It was reported that incorrect ci value was shown on the vigileo monitor during use. Around 0.7 to 1.5l was shown, although the customer was expecting values over 2.0l. There was no problem zeroing before use. There was also no problem noted on the shape of the pressure waveform and the pressure value and the waveform matched. The flotrac unit and monitor were exchanged but the problem was not solved. No error messages were noted and in addition no occlusion, leakage, nor kinks were observed. The patient was not treated based on the inaccurate values, and there were no patient complications reported.